Manufacturer narrative:
Other, other text: while performing a review of the file this was discovered to be a duplicate report of 3012307300-2023-08317; therefore, 3012307300-2023-08311 is being retracted, please disregard any reports associated with it.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited a flange sensor error. Patient involvement is unknown.